Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a spaceoar was implanted during a spaceoar implant procedure in the prostate and rectum performed on (B)(6) 2019. According to the complainant, on may 31, 2019 during a follow-up visit, the magnetic resonance imaging (MRI) revealed that a sall amount of gel was placed in the anterior portion of the rectal wall near the apex of the prostate gland. There were no serious injury nor adverse patient effects reported as a result of this event. On (B)(6) 2019, the condition of the patient was reported to be fine. The patient exhibited no symptoms and had begun planned radiation treatment.